Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a long-term issue of occasional noise episodes was observed. Patient had no adverse events due to the occasional noise episodes. The device and lead was explanted and a new device and lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported event of noise and over sensing were not confirmed. A partial lead was returned in two portions, the connector portion measured 14.3 cm while the distal portion measured 28.3 cm from the distal tip. The lead shorted failed the hi-pot test on the distal portion between the inner and outer coil conductor path. Inner insulation was damaged due to the stylet extraction tool at 7.2, 7.8, 8.2, 8.6 and 9.0 cm from the distal tip. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.